Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lcma. Approx 5 months post index procedure, the patient suffered demand ischemia and pneumonia. Cec adjudicated the mi endpoint as non-q-wave-mi (vessel unknown) 3rd udmi spontaneous. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.